Event description:
As reported by the user facility ((B)(4)): when the patient is go back at home with pump filled with 5 fu drug, the drug does not infused. The pump blocked in spite of the opening of the clamp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages were not detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected crystallized drug residues and solution (liquid) at the filling port (lli-cone). At the lla-cone of the patient connector we detected crystallized drug residues and solution (liquid). Additionally we filled the sample up to the nominal value (100 ml) and a functional test was carried out. After opening the white clamp and waiting for a while the pump work (solution was running). We detected no leaks. Furthermore we tested the flow rate of the received sample. Nominal: 2 ml/h. Actual: 3.1 ml in 1 h; 5.8 ml in 2 hrs; 8.8 ml in 3 hrs. A stopping of the infusion or leaks were not detected during the flow rate test. The received sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.